Event description:
It was reported that customer experienced repeated cgm error 42 alerts on insulin pump, with same error occurring three or more times before first contacting support. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was informed that pump would be replaced, received guidance to place pump into storage mode, to transfer pump settings and reconnect cgm on replacement pump, and to return problematic pump to tandem within 10 days using provided prepaid materials.